Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple stations were not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple stations were not communicating. A technical support specialist checked each device on remote smart service, all running version 1.4.4. An overnight shutdown interrupted equipment, prompting a reboot. It initially denied background changes but later confirmed the devices were being blocked by a router. The team was asked to switch to vlan 302 due to an upcoming go live. After showing it the firewall block, the stations were reconnected. All listed stations were online, and connections remained stable. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.